Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
It was reported that the moisture in the screen of insulin pump. Customer's blood glucose level was unknown at the time of the incident. Customer stated there was fluid under the lcd display. Customer stated no visible cracks on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.